Manufacturer narrative:
No patient information provided as no patient was involved in this concern. On (B)(6) 2017 a computer was replaced. On (B)(6) 2017 the suspected computer was received by manufacturer for evaluation. The reported issue could not be replicated as the computer was working normally. The computer booted normally to the application screen and the issue were loaded without any issues. Computer has passed all testings and is working normally.

Event description:
A site representative reported that when the site powered up the navigation system, the system booted up but the monitor display turned black without any error message and the mouse became unresponsive. After that the system was not powering up. There was no patient at the time of the issue.